Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a blood glucose (bg) value of 136 (mg/dl) and a carbohydrates (carbs) value of 75 grams into the bolus setup screen. Reportedly, the customer received a message confirming that the pump would calculate a bolus. However, after tapping on the "next" button, the customer received a second message that due to the current insulin on board (iob), the pump calculated 0 units. The customer reported at the time of the event, the customer did not have any iob. The customer's bg level was 136 mg/dl. During the call with tandem technical support, the customer re-entered the bolus request, and confirmed a bolus request was initiated as expected. The customer confirmed that the pump was working as expected, and requested to end the call.